Event description:
A journal article was received titled: arthroscopic retrieval of a broken guidewire fragment from the hip joint after cannulated screw fixation of slipped capital femoral epiphysis, the journal of arthroscopic and related surgery, vol 23, no 2, february 2007; pp 227.el-227.e4. Authors: ilizaliturri jr v.m., zarate-kalfopulos b., martinez-escalante f.a., cuevas-olivo r., camacho-galindo j. Reportedly: a patient experienced intra-articular migration of a guidewire fragment. Via an open procedure, the guidewire was removed from inside the joint. After the open removal of the fragment, the patient developed chondrolysis. Whether the chondrolysis was caused by the guidewire fragment or by the open removal procedure, it is not clear. A copy of the journal article will be submitted with this report. This report is for a guidewire. It is unknown if the guidewire is a synthes device. This is 1 of 1 report for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.